Event description:
The customer reported the system had, "no signal on the screen." The fse stated the system would not start. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer was replaced and the bios were reset during the service call. The system was tested and found to be working as intended and put back into service.